Event description:
Summary of letter received from facility: during surveillance of post-operative pts, it was discovered that the product [floseal] was implanted into a pt who has developed significant deep tissue infection. The infection has required several extensive re-operations. While it is not clear where the source of infection originated, we are notifying you as part of our surveillance follow-up program. If there is any info regarding this issue that would assist us in our investigation, we would expect that you contact us as soon as possible. Additional info received: this is a female, who underwent a posterior instrumented spine fusion, t6 -t12 in 2008, after suffering a fall and injuring her back. The surgery was performed by dr. Both iliac crest bone graft and allograft was used intraoperatively. At completion of the surgery, prior to wound closure, floseal 5ml was used to stop minor bleedings at each level of the operated spine, however, no mention of post application irrigation was noted in the operative report. Floseal was not used at any other time in the procedure. She had an uneventful recovery from this initial surgery and was discharged to a rehabilitation facility on the same day. She was afebrile at the time of discharge and cbc showed no elevation of wbc. She was readmitted to a another facility the following month, and was reoperated on by the same surgeon. The operative report noted purulent liquid tracking below the fascia. Cultures taken at that time grew coag. Negative staph. Antibiotic bone cement beads were implanted at this time. The pt underwent a 2nd re-operation four days later, cultures taken at this time grew both completely resistant acinetobacter and coag. Negative staph. She has undergone 2 further re-operations for debridement and is now discharged to her home in an extended care facility.

Manufacturer narrative:
Baxter medical director assessment: infection after extensive spinal surgery procedures occurs with an incidence of up to 5%. The incidence is higher in diabetic pts, and may reach up to 10%. Additional risk factors in this case are the use of allogenic implants (allograft), and the duration of surgery. Although the outcome of the treatment is not known yet, the fact that the pt has been identified with coag. Neg. Staphyloccocus speaks for a surgical contamination. The decreased bacterial resistance of the pt was confirmed during the second surgery, when new bacteria (resistant acinetobacter) where detected. The review of clinical circumstances does not reasonably suggest that floseal has caused the infection, nevertheless, a contribution can ultimately not be ruled out. Md biosurgery.